Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited less than 100 ohms impedance. It was also noted that atrial lead noise was observed on (B) (6) 2009. The lead was capped and replaced during pulse generator change out for normal battery depletion.